Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens did not advance. There was patient contact. Procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip. No iol returned. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).